Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia to 59 mg/dl during the night after a smaller-than-usual dinner announcement and bedtime milk intake, and the event resolved after oral carbohydrate treatment with two starbursts followed by two glucose tablets; the low resolved within 15 minutes. Symptoms included asymptomatic hypoglycemia without loss of consciousness or need for third-party assistance. Outcomes included no injury, no emergency intervention, and no hospitalization. Investigation included review of device data and user logs, review of use patterns related to meal announcements and night snacks, and user education by clinical support. Investigation of this case revealed use-related factors involving an incorrect meal type announcement for dinner and potential mismatch between night snack carbohydrate content and the selected announcement, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use environment, including meal announcement selection and timing relative to carbohydrate intake.